Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) had "a dent in the back ac inlet and no fan operation/intermittent," and staff noted a burning smell. There was no patient involvement, and no injury or death was reported.